Manufacturer narrative:
Nothing is being returned and no lot number has been supplied; however, it was the competitor¿s device used in consort with the mitek device that was broken and the fragment left in the patient. We cannot discern if the mitek device contributed to the competitor¿s device¿s failure or if the failure was a result of a manufacturing defect or user technique. We are filing this report to document the event. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep is reporting the following to us: it was discovered in post op x-rays that a 1 cm portion of arthrex guidewire had broken off inside the patient during the acl reconstruction. The guidewire was left inside the patient at this time. The sales rep could not provide a product code or lot number for the competitor¿s (arthrex) device but reported it came from their acl disposable kit. The surgeon had completed the procedure with our milagro advance screw with no patient consequences or delay. No more information was available.

Manufacturer narrative:
Depuy synthes mitek has discovered that this medwatch report was filed in error, it is a duplicate complaint event report, the same as initially documented in medwatch # 1221934-2013-00385. Please reference medwatch # 1221934-2013-00385 for this complaint event.